Event description:
It was reported that the customer was hospitalized for high bgs. The contact stated that they do not believe the customer was using the pump correctly. It was noticed a foul smell coming from the customer pump site and does not believe they were changing the sets as recommended. The customer decided not to use the pump after the incident and the family member believes that the customer needs more training on the pump.